Manufacturer narrative:
Additional information was received that the patient was explanted because of inadequate pain relief from the device and the need for MRI due to other nondevice related health issues. Device malfunction was not suspected.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm.